Manufacturer narrative:
Sinner, g. J., v. A. Gupta, et al. (2017). "Atrioventricular desynchrony from empiric device settings is common in cardiac resynchronization therapy and adversely impacts left ventricular morphology and function." Echocardiography 34(4): 496-503. Investigation is on-going as a request has been made to the journal author for additional information.

Event description:
Boston scientific received information from a journal article that thirty-four percent of patients with empiric av delay settings have optimal av intervals that differ from the manufacturer's set interval, which may result in av desynchrony. Two hundred and thirty-nine patients implanted between march 1, 2006 and august 1, 2013 were considered for the study, and the final cohort consisted of forty eight of these patients. All devices were empirically set for av sequential and biventricular pacing in accordance with manufacturers' fixed settings. Fourteen percent of patients were implanted with boston scientific devices. The study concluded that fifty percent of patients undergoing crt with empiric device settings exhibit av desynchrony at median six month follow up. The authors also stated that sub-optimal av settings may result in reduced cardiac output, suboptimal lv preload, diastolic mitral regurgitation, and permissive native lv conduction, rendering crt ineffective.